Event description:
The initial reporter stated that they were having issues with some of their administration sets. They stated that they had set that had holes in them or looked cut. Mmd did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. No additional information was provided. (B)(4)

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.